Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent in 2013 and relined with a bifurcated afx device on (B)(6) 2014 to treat a type iiib endoleak; this secondary intervention was previously addressed per patient identifier (B)(6). Approximately five (5) years post initial procedure, a persisting type iiib endoleak was detected by cta. The physician plans to perform a tertiary intervention and will continue to monitor the patient who is reported to be in stable condition. There have been no additional patient sequelae reported.

Event description:
Additional information received per clinical assessment confirming that a non-endologix stent was implanted prior to reline with afx on (B)(6) 2014, and a superior mesenteric artery (non-endologix) stent was also implanted between 2014 and 2018 with short segment occlusion/stenosis, both off-label use.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported event: persistent type iiib endoleak of the second bifurcated stent. The clinical assessment also determined that there was evidence to reasonably suggest a newly placed superior mesenteric artery stent between 2014 and 2018 which has a short segment occlusion/stenosis that was not included in the event as reported. This finding was discovered during review of the 60 month post implant CT scan. Use of a non-endologix stent prior to the 2014 bifurcated stent relining (off-label repair procedure, and cautionary product use) contributed to the failure of the second bifurcated stent. This complaint is most likely user related. No procedure related harms were reported. The patient was reported to be in stable condition. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Additional information: b56; d1-d6; d8; d10-11; g4; h4; h6 remove conclusion code 11 and add 24.